Event description:
This unsolicited case from united states was received on 18-jul-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after unknown latencies can't hardly walk/ couldn't walk and experienced lot of pain, injection was horrible, painful on the same day and injection site began to bleed after few days. No relevant medical history and concurrent conditions were reported. Patient had received synvisc previously. Concomitant medication included acetylsalicylic acid (aspirin). Prior to the injection the patient's knee appeared swollen but when effusion removal was attempted (some weeks prior to injection) it was unsuccessful. On an unknown date in last week of (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in right knee for osteoarthritis. Patient received all 3 shots at one time and it was horrible and painful on the same day. It was reported that the synvisc- one injection was the most painful injection patient had ever had and she required assistance to leave the doctor's office. On an unknown date in (B)(6) 2017, after unknown latency, patient can't hardly walk for a couple of days. On an unknown date in 2017, few days (approximately 1 week) after the injection, the injection site began to bleed. Patient applied direct pressure and it stopped. Patient had an x-ray and blood work done to check if there was an infection. It was reported that 3 weeks have passed and though the patient could walk now, she was still experiencing significant pain. Corrective treatment: direct pressure for injection site began to bleed and not reported for other events. Outcome: recovered for can't hardly walk/ couldn't walk and injection site began to bleed, not recovered for lot of pain and injection was horrible, painful a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 48824 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for can't hardly walk/ couldn't walk additional information was received on 28-jul-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 28-jul-2017: the follow up information does not change the overall case assessment. Sanofi company comment dated 24-jul-2017: this case cooncerns a patient who received treatment with synvisc one and later experienced abasia. The causal role of suspect product in occurrence of the event cannot be denied on the basis of significant temporal relationship. However, due to lack of lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after unknown latencies can't hardly walk/ couldn't walk and experienced lot of pain, injection was horrible, painful on the same day and injection site began to bleed after few days. No relevant medical history and concurrent conditions were reported. Patient had received synvisc previously. Concomitant medication included acetylsalicylic acid (aspirin). Prior to the injection the patient's knee appeared swollen but when effusion removal was attempted (some weeks prior to injection) it was unsuccessful. On an unknown date in last week of (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in right knee for osteoarthritis. Patient received all 3 shots at one time and it was horrible and painful on the same day. It was reported that the synvisc- one injection was the most painful injection patient had ever had and she required assistance to leave the doctor's office. On an unknown date in (B)(6) 2017, after unknown latency, patient can't hardly walk for a couple of days. On an unknown date in 2017, few days (approximately 1 week) after the injection, the injection site began to bleed. Patient applied direct pressure and it stopped. Patient had an x-ray and blood work done to check if there was an infection. It was reported that 3 weeks have passed and though the patient could walk now, she was still experiencing significant pain. Corrective treatment: direct pressure for injection site began to bleed and not reported for other events. Outcome: recovered for can't hardly walk/ couldn't walk and injection site began to bleed, not recovered for lot of pain and injection was horrible, painful a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for can't hardly walk/ couldn't walk pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who received treatment with synvisc one and later experienced abasia. The causal role of suspect product in occurrence of the event cannot be denied on the basis of significant temporal relationship. However, due to lack of lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.